Manufacturer narrative:
The device was not returned to the service hub for evaluation and analysis; therefore, the reported complaint could not be replicated or confirmed. A 12-month service review did not indicate a similar event.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The incident involved a plum 360 infusion pump. The customer reported that the pump shut off in the middle of infusion. The unit was operating in ac. There was no report of patient harm.